Event description:
Pt underwent revision right knee arthroplasty in 2000. Supplied operative report states that pt sustained injury in which they fractured the bone graft and femoral stem. Revision surgery performed in about 5 months later.